Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The battery did not last 24 hours before being discharged. The root cause of the defective cells was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery and reported that the battery was unable to hold a charge.

Manufacturer narrative:
Additional information (12/15/2017): device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted. The battery did not last 24 hours before being discharged. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery. Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The battery did not last 24 hours before being discharged. The root cause of the defective cells was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
Additional information 12/15/2017. A us distributor returned battery sn (B)(4) and reported that the battery was unable to hold a charge. A us distributor returned a battery and reported that the battery was unable to hold a charge.